Event description:
The dr claims that a graft implanted for an aorto-bifemoral procedure leaked an unknown quantity of blood through a hole in its bifurcation area. The leakage was stopped by oversewing the hole and the application of protamine. The grft was left in. The pt's conditions is stable. Note: the dr reported that the total blood loss for the procedure was 1600cc, but the actual amount lost through the graft is unknown at this time.